Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. In this case, the sds was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and activation/expansion failure appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a right coronary artery. The 2.50x33mm xience xpedition stent delivery system (sds) was placed at the proximal end of the lesion. During the attempted inflation, a leak was noted while at 15atm at the end of the balloon not allowing the balloon to inflate, therefore the stent could not be deployed. The sds was removed with the stent still on the balloon and replaced with a non-abbott device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.